Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, as the physician was pulling on the right leg assembly after deploying it through the sacrospinous ligament, the needle detached. Reportedly, the needle detached outside the patient and was captured inside the capio device. The physician completed the procedure with this uphold vaginal support system with no complications to the patient.